Event description:
Painful vaginal mesh. Patient had a prior tvt secur mesh followed by a lynx midurethra mesh placed at an outside hospital. Both of these procedures then had separate surgeries for mesh removal. She continues to have significant pelvic pain on the right side greater than left. We found a large piece of blue mesh. It appeared to be primarily the tvt secur on the patient's right side that was 2 x 5 centimeters. On the left side of the urethra exploration, we could not find any mesh. The mesh was cephalad going to the periurethral space up towards the ischial spine in a somewhat unusual position in that it was not totally behind the pubic bone nor was it around towards the obturator foramen. The bladder and urethra were normal throughout the procedure.what was the original intended procedure?excision vaginal mesh.